Event description:
The pt was not receiving any auditory preceptions with the device. Explantation/reimplantatiion surgery was performed in 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.